Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the connection screw of the multiloc c-arm was broken at the thread level. The operation was completed successfully with another connection screw from the second consignment set. Concomitant devices: unknown insertion handle (part # unknown; lot # unknown; quantity: 1), unknown combination wrench (part # unknown; lot # unknown; quantity: 1). This report is for one (1) connecting screw/cannulated for multiloc humeral nail. This is report 1 of 1 for (B)(4).